Event description:
The patient experienced less stimulation or no stimulation sensation from the implantable neurostimulator. Impedances were greater than 10,000 ohms. The extension was broken and replaced. Afterward the patient again felt good stimulation.